Manufacturer narrative:
The device has been returned for evaluation and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported the camera head had a problem with the connector and air bubbles appeared. The issue was found during reprocessing. There were no reports of patient involvement.

Event description:
It was reported the camera head had a problem with the connector and air bubbles appeared. The issue was found during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found air bubbles appeared during cleaning, and defective imaging pixels. A definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Instructions for use (IFU), it states: precautionary statement warning regarding unexpected disappearance of endoscopic images or inability to unfreeze warning the following items must be strictly observed. Endoscopic images may disappear unexpectedly or the freeze cannot be released during the examination. Do not reprocess or store this product with tweezers, forceps, scalpels, etc. There is a risk of puncturing the camera cable and damaging the electrical circuitry inside the product due to water leakage. Do not bump or drop this product. There is a risk of damaging the electrical circuitry inside the product due to water leakage. Olympus will continue to monitor the field performance of this device.